Event description:
As the physician was trying to pull back the brush from the device, the sheath kinked and would not allow the brush to come out. Another device was obtained and a specimen was taken. No patient harm.